Event description:
The nurse reported to our sale rep that he was observing a surgery procedure. During this he observed that during the attempt to make the static locking with the speedlock sleeve it was not possible to connect with the nail. Checked for the right setting, right nail and right settings on the target device. There was a delay of 30 min. The surgery was completed by freehand locking.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.